Manufacturer narrative:
D3 expiration date - added. D10 return - added. H4 manufacture date - added. Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis as the sdw was not broken and was intact. As the sdw was intact, the as reported will not be confirmed. There were anomalies found with the device as it was deformed and the device failed to meets specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The stent was seen to have been deployed prematurely in the catheter tip and was deformed, it can be presumed that procedural or anatomical factors contributed to this and therefore, this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. In the case of this complaint the event was most likely due to some procedural/anatomical factors encountered during use. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to this complaint.

Event description:
It was reported that during the procedure, the physician attempted to re-position the microcatheter in order to deploy the stent(subject device) at the target site. The stent delivery wire(sdw) was noted to be broken from the stent and the stent remained inside microcatheter. Both devices were removed from the patient's anatomy and the procedure was completed successfully without any reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the physician attempted to re-position the microcatheter in order to deploy the stent(subject device) at the target site. The stent delivery wire (sdw) was noted to be broken from the stent and the stent remained inside microcatheter. Both devices were removed from the patient's anatomy and the procedure was completed successfully without any reported clinical consequences to the patient.